Event description:
It was reported that a small volume folfusor leaked from the top. This was observed during dispensing in the preparation room. The device contained 4600mg fluorouracil in 115ml 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 17, 2023 - august 18, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.